Event description:
About 8 years after primary revision surgery for stem aseptic loosening. The surgeon revised successfully the stem and head.

Manufacturer narrative:
Batch review performed on 09 july 2019: lot 110577: (B)(4) items manufactured and released on 11-"mag"-2011. Expiration date: 2016-03-31. No anomalies found. To date, (B)(4) items of the same lot have been already sold without any event reported. Other devices were involved in the event, batch review performed on 09 july 2019: cup: versafitcup cc trio 01.26.45.0056 acetabular shell cc trio ø 56 lot. 104042 (k103352): (B)(4)items manufactured and released on 28-feb-2011. Expiration date: 2016-01-31. No anomalies found. To date, (B)(4) items of the same lot have been already sold without any event reported. Liner: cc e cc light 01.26.3648hct flat pe hc liner ø 36 / f lot.110577 (k103352): (B)(4) items manufactured and released on 15-nov-2010. Expiration date: 2015-09-30. No anomalies found. To date, (B)(4) items of the same lot have been already sold without any event reported. Ball heads: mectacer 38.49.7179.285.00 biolox delta ceramic ball head 12/14 ø 36 size m 0 lot. 666512 (item not registered in USA).

Event description:
About 8 years after primary the surgeon plans to revise the patient hip. The reason of revision is unknown for the moment. The surgeon plans to revise the liner, ball head and the stem.